Event description:
The customer's wife initially called to get assistance programming the basal rates on the insulin pump. The wife then stated that the customer was treated by the paramedics for a blood glucose reading of 35 mg/dl. It was stated that the customer's blood glucose meter read 76 mg/dl, but the paramedics' meter read 35 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.